Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The fse replaced the displays top assy and display monitor to video gen board. All functional and safety test were performed. Unit was retuned to service. The failure analysis and testing department received the following parts associated with this complaint: display monitor board to video gen. Board htc video gen. Board(part of kit) wemco display monitor board(part of kit) mwts cable assy.(part of kit) display, 12.1¿ lcd, xga these parts were received with a reported unit failure message of monitor solder joint cracked. Performed visual inspection of these parts received and found on htc video gen. Board(part of kit) j14 connector pins were unsoldered. Also, found display, 12.1¿ lcd, xga not in good condition. Swemco display monitor board(part of kit) and mwts cable assy.(part of kit) looks to be in good condition. The failure analysis and testing department verified the failure message of solder joint cracked on video gen. Board(part of kit). Also, due to display, 12.1¿¿ lcd, xga not in good condition the fat dept. Cannot be investigated further with cardiosave test fixture. Installed display monitor board(part of kit) and cable assy.(part of kit) into the cardiosave test fixture and tested together and separately to the factory specifications per the cardiosave service manual. Performed functional tests and passed. Display monitor board(part of kit) and cable assy.(part of kit) passed testing. Retaining mwts cable assy.(part of kit) and display, 12.1¿ lcd, xga in the fat dept. Per procedure 0002-07-d008 rev ar. Due to old part number following parts retaining in fat dept. Per procedure 0002-07-d008 rev ar. Htc video gen. Board(part of kit) swemco display monitor board(part of kit) root cause grid for following parts: not confirmed(noc) htc video gen. Board(part of kit) swemco display monitor board(part of kit) root cause grid for following parts: impossible to defined (itd) htc video gen. Board(part of kit) display, 12.1¿ lcd, xga based on the information in the complaint, the root cause was damaged connector on the video generator board. Note: no actual effect was documented in the complaint, therefore not added to the evaluation. Based off the failure I would assume it would be no or degradation of display.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The getinge field service engineer (gfse) reported that during an unrelated service, the monitor solder joint of the cardiosave intra-aortic balloon pump (iabp) cracked. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.